Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver 250ml of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of 500ml of cisplatin at a rate of 578ml/hr. It was reported that the primary solution container was lowered below the secondary solution container with two container hangers. It was reported that near the completion of the delivery of medication, the nurse noted that the delivery of medication, the nurse noted that the "infusion had pulled from both sides." It was reported that the primary solution container was empty and the secondary solution container contained 160ml of solution. It was reported that the nurse connected a new solution container of normal saline to the primary line and clamped the tubing of the primary line. The therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.